Event description:
Boston scientific received information that during a routine explant procedure, this lead revealed an increase in pacing impedance values from 1400-1600 ohms, the impedance never rose above 2,000 ohms and high thresholds.a new implantable cardioverter defibrillator (ICD) was implanted on the right side. The physician noted that the suture sleeve placed near the lead had went through the insulation of the lead. During extraction of the lead, the stylet was unable to be inserted into the lead and friction was noticed near the distal coil. A second stylet was used and was still unable to be inserted into the lead. Finally the physician was able to introduce another stylet into the lead. A new device and lead were successfully able to be implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits the impedance remained between 1400 and 1600 ohms. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcification covering over distal shocking coil and lead's tip. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected. The lead was archived .